Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 4/16/2015 and 4/14/2015, respectively, and evaluated by lifescan product analysis on 4/18/2015 and 4/22/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the issue with the meter started on (B)(6) 2014, at 5:37am when she tested her blood glucose levels and obtained an alleged inaccurate high result of ¿21.8 mmol/l¿. The patient manages her diabetes with insulin (self-adjuster). She reported, as a result of the reading she obtained, she administered 10 units of actrapid insulin at 5:38am. She alleged, at 9:00am on (B)(6) 2014, her son was unable to wake her and the emergency service (ems) was contacted. She reported, at 10:27am on (B)(6) 2014, paramedics administered ¿50 ml glucose suspension in IV fluids¿ and she regained consciousness. She also reported that at 10:55am the paramedics performed blood glucose tests using both the subject meter and the ems meter. She alleged that the results obtained were ¿5.8 mmol/l¿ with the ems meter and ¿16.6 mmol/l¿ with the subject meter. The patient also alleged that comparisons were performed with the subject meter and another ot ultraeasy meter within 2 minutes of each other. The reported results were ¿7.3 mmol/l¿ and ¿19.1 mmol/l¿, respectively. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. During troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure, she was using the correct testing technique and her test strips had been stored correctly. However, the reporter did not have control solution available with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result and reportedly developed symptoms of severe hypoglycemia which required intervention by healthcare professionals, after the alleged meter issue began.